Manufacturer narrative:
Medical device continuation: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the device reached possible premature battery depletion due to high threshold. On the left ventricular lead. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.